Manufacturer narrative:
Date of event changed to (B)(6) 2018.

Event description:
Clinic reported a patient who experienced numbness and tingling sensation in left ring and pinky fingers 10 weeks post miradry treatment. Update: clinic confirmed the symptoms resolved 3.8 months post-treatment.

Manufacturer narrative:
Review of lot history records for the involved device confirmed manufacturing steps and processes were met and followed. There have been no issues during the disposable device manufacturing, including sterilization. Product met final inspection and testing requirements prior to shipment. As of january 31, 2019, the rate seen (56 worldwide incidents out of estimated (B)(4) procedures performed to date) is approximately (B)(4) of the procedures and within the acceptable range as identified in risk analysis documentation.

Event description:
Clinic reported a patient who experienced numbness and tingling sensation in left ring and pinky fingers 10 weeks post miradry treatment.